Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. Patient reportedly felt the needle insert during activation but when pod was removed from abdomen, the cannula was not visible. Patient also stated that they noticed bleeding when removing the pod. It was also reported that the pink slide did move forward during the initial activation process. The patient's blood glucose levels were not affected. The pod was worn between 24 and 36 hours. There is no information available regarding treatment.